Event description:
It was reported that the patient had a spinal surgery a few days prior to the report and was felling "tight and uncomfortable". The reporter stated that the patient had gone through withdrawal before and the patient;s mother thought it looked similar. A catheter access port (cap) study was performed and the reporter stated that got 2.3ml from the cap before they were able to clamp. The reporter then primed 0.199ml. The patient had received a 90mcg bolus since an extra 0.045ml was given during the prime. The healthcare provider (hcp) was present and said, the bolus was fine because, the patient was uncomfortable. The patient began having large bowel movements (bm). The reporter stated, the bms may have been a factor in the patient being tight and uncomfortable. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).